Event description:
While treating a pt (age & gender unknown) the device discharge once at 120 joules and a second time at 150 joules. However, when attempting to discharge at 200 joules, the device failed to charge the energy and displayed a "bridge test failed" message. The clinician obtained another device to continue treating the pt. The pt subsequently expired.